Event description:
It was reported that the patient was unable to adjust stimulation and his device was turning off at home due to interference. The patient had met with the manufacturer representative who had programmed the device but noticed the right and left was 'tremoring' and the right was 'tremoring' due to the device being off. It was noted that the right side implant stays on but the left was turning off at home. Per the manufacturer device registry only one device appeared to be registered to the patient. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot# v053074, implanted: (B)(6) 2008, product type lead. (B)(4).